Event description:
Customer reported his insulin pump will not complete the rewind sequence. The device's screen is stuck on the reservoir and set menu screen. Customer stated he cannot insert the reservoir in the device. Customer's blood glucose is 140 mg/dl. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. No rewind anomaly was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a stained end cap sticker.